Event description:
It was reported to technical services on 8/24/11 that this rv lead has chronically high thresholds of 1.7 v @ 0.6 ms and 1.2 @ 1 ms in the rv. Prior to changeout patient had been experiencing some dizziness. Through the analyzer also had elevated pacing thresholds but the impedances were 500 ohms. A new mdt 5076 lead was implanted. Dr. (B)(6) did the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).